Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 139 mg/dl at the time of the report. The customer declined to perform troubleshooting. The customer uses quick-set infusion sets. Nothing further was reported.